Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned self expanding stent system (sess) was returned with blood on the shaft and on the handle, consistent with handling and the reported use. The handle was returned completely disassembled, consistent with the reported information that the physician took the handle apart and manually deploy the stent. In this case, a conclusive cause for the deployment difficulty could not be determined; however it may be possible that the distal end of the sheath was entrapped in the anatomy in such that the outer member could not be retracted; however, this could not be confirmed. Based on the returned device analysis, there is no indication to suggest a product deficiency. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot.

Event description:
It was reported that the procedure was to treat a lesion in the superior femoral artery. The 5.0 x 100 mm absolute pro stent delivery system was advanced successfully; however, during an attempt to deploy the stent, the deployment wheel stopped turning and became stuck. The stent was partially deployed; therefore, the physician took the handle apart and manually pulled back the sheath using the pin and pull technique. The stent was implanted successfully. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.